Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer issue. The field service engineer installed a new matrix drawer chassis, pulled out the drawer, unplugged and deinstalled chassis and components attached, installed components into new chassis and reseated chassis onto drawer then placed drawer back inside the station. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that the full height matrix drawer located on 2 east station 6 drawer main was broken causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.